Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The mother states the customer's pump had a crack where the reservoir goes. The mother also states the customer had blood glucose level of up to 600mg/dl. The mother states the missing piece from the cracked pump is the reason for the high blood glucose. The mother states they will call back when she has the pump in had in order to conduct troubleshoot. The customer was advised to discontinue use of the device until troubleshoot was conducted.